Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had issues of screen flickering during use when turning the unit on. No patient injury or death to report.

Manufacturer narrative:
Updated fields - b4, d9, e1 (event site telephone, event site mail), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge fse removed and replaced screen as he witnessed the screen turn green on startup. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
The device is cs100 which is upgraded to cs300. However, th eproduct details of cs100 is sent in previous MDR's. Updated fields: b4, g1, g3, g6, h2, h6, h11. Corrected fieds: e1, e3.